Event description:
Physician reported " intracapsular rupture and silicone on ganglion" confirmed by MRI. Device remains implanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, granuloma.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration: unable to confirm as it is a medical event not related to the device. Granuloma: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left side " intracapsular rupture and siliconome on ganglion". Subsequently, healthcare professional reported "silicone nodule on left breast (18mm)" device has been explanted.

Event description:
Subsequently, physician reported "silicone nodule on left breast (18mm)" device has been explanted this relates to the left side.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: observed broken device. Through the photos provided, it is not possible to determine the lot number and catalog.